Event description:
During an atrial fibrillation procedure, when the non-abbott (beeat) catheter was inserted into the introducer, a large amount of blood leaked from the hemostasis valve. The introducer was replaced with the same lot, but the blood leak was not resolved. The introducer was replaced again with the different lot, and the blood leak was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Additional information: b5, g3, g6, h2. Corrected data: h6, h11. One 10f fast-cath introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
This report is to advise of an update to investigation findings.